Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This ra lead was replaced with a non boston scientific model and will not be returned. No additional adverse patient effects were reported.